Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There is one other complaint report has been reported. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient had to have yttrium aluminum garnet (yag). The patient had been told that not neuro-adapting to the lenses as the patient could see cloudy all the time. The patient was prescribed with pilocarpine that assistsed vision but having to use it q 2-3 hours. The patient had seen a retina specialist and he suggested to have lenses changed. The patient night vision is destroyed. Additional information received and stated that the patient started to experience the symptoms immediately after the implant procedure. The patient could not see clearly, after the yag procedure it got better but within a week. However back to cloudiness and halos. The patient further described that is like I am looking through cellophane, with more cloudiness in peripheral vision. Lights at night especially have multiple rings around them and then a starburst of the last ring, letters and words have a shadow to them. The patient passed that every test they give, the patient can make the letters out it just takes some concentration. The physician also provide glasses but they do not make any difference so he told me not to wear them. The retina specialist assessment was that the patient was not neuro-adapting. There are two medical device reports associated with this event. This report is associated with the right eye.